Event description:
It was reported by the customer that a pyxis anesthesia es system's drawer repeatedly failed and inaccessible to anesthesiologist. The customer reported that there was no harm and added that the nurse had to get the required medications from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that two matrix drawer recovery was unsuccessful even after reboot. Customer unloaded and reloaded medication to resolve and cancelled the work order (B)(4). The system was functional as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-mar-2022 to 13- mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawers failed and were inaccessible. The customer unloaded and reloaded the meds to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system's drawer repeatedly failed and inaccessible to anesthesiologist. The customer reported that there was no harm and added that the nurse had to get the required medications from other station. There were no adverse events or injuries reported based on this event.